Manufacturer narrative:
Device evaluation: 1 of 1 reported patient interface was received opened within original packaging. The reported lot number is confirmed. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality and dimensional tests were performed, and the results were found within specifications. The reported event was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. Based on the information obtained, there is no indication of product malfunction or product deficiency. The relationship between the device and the reported incident could not be determined. Johnson & johnson surgical vision will continue to monitor this type of complaints conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a4: customer does not have patient's weight. Section d6a: if implanted, give date: not applicable, as the product is not a implantable device. Section d6b: if explanted, give date: not applicable, as the product is not a implantable device. Section h3-other (81): the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6, health effect - clinical code - 4581, flap cut issues. Section h6, health effect - clinical code - 4582, incomplete treatment - unspecified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported having a patient with vertical gas breakthrough in the right eye od (oculus dexter) and flap was not being created properly. Physician restarted the procedure. Patient was 20/25 with epithelial defect noted at one day post op. No loss of best corrected visual acuity (bcva). Normally, customer has 105 flap thickness and they have had to make the flap thicker to 120. Additional information was received on 7-jun-2023 indicating suction loss occurred during laser firing. This report is against the patient interface and an additional report will be submitted for system.